Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had removed her infusion set and noticed that her cannula was occluded with blood in it customer did not receive a no delivery alarm. Customer's blood glucose level was 350 mg/dl. Customer stated that she had a back-up plan of manual syringes. Troubleshooting was performed and insulin exited the tubing. Customer stated that she had lost the tubing clamps. Customer was advised to change the entire set, insulin, and reservoir. Customer called back and stated that her blood glucose level was in the mid-300's or 400's m/dl. Customer was assisted with performing the high pressure test. Customer discussed issue with the clotted cannulas. It was explained that back pressure was needed and there may be a chance that some of the insulin was still able to be delivered, so the back pressure did not build as quickly as it did when it was tested. Customer was advised to find whichever cannula works best for her. No further assistance needed.